Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. The customer did not know the blood glucose reading. She stated that the insulin pump's piston would not extend past a certain point. She stated that the piston stopped even though the insulin pump showed that it was delivering insulin. She noted that the insulin pump had alarmed signal too low, unexpected restart, and (B)(4) software anomaly. She reported that the (B)(4) software anomaly alarm occurred 8 times. She stated that she had lied down for bed and woke up feeling ill leading up to the hospitalization. She complained of thirst and polyuria. Upon admission, she was taken off the insulin pump therapy and placed back on manual injections. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the volume accuracy test.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the volume accuracy test.